Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tamponade remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During the procedure, a cardiac tamponade was noted for which a pericardiocentesis was performed to stabilize the patient. Ablation of the left-lateral (ll) accessory pathway was performed with retro-aortic approach with high contact force. The rep told the physician he was using a log of force. Irrigation was performed with 20-25 g max (just one reached 40 g for just few seconds). The patient became hypotensive, and an echocardiogram revealed a cardiac tamponade for which a pericardiocentesis was performed to stabilize the patient.